Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was a crack on top of the reservoir by the venous inlet. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems did not receive the actual device; however, an investigation was conducted on a retention sample and no damge was noted. The most likely source of the crack on the reservoir is excessive external force applied to the unit during shipping and handling post mfg, thus referenced eval codes. (B)(4). A review of the complaint files could not confirm that there have been previous reports for this lot. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u.